Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the customer received unspecified alarms and the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support (cts) educated customer regarding cartridge/insulin labeling. There was no reported adverse impact to blood glucose. Reportedly, customer declined troubleshooting with cts.